Event description:
The customer received questionable high calcium results for two patient samples. Of the data provided, only the result for one patient sample was discrepant and reported outside the laboratory. The initial result was 4.2 mmol/l and was reported. The repeat result was 2.5 mmol/l. The repeat result was believed to be correct. The patient was not adversely affected. The calcium r1 reagent lot number was 66625901 with an expiration date of 09/30/2013. The calcium r2 reagent lot number was 66672301 with an expiration date of 09/30/2013. The field service representative found a fresh clot on the sample probe rinse station and found there was a fluidic failure and insufficient wash of the internal probe. He checked the probes and stirrers were properly aligned and the rinse station operation was good. He replaced the gear pump and verified the fluidic pressures and vacuum. He performed precision testing with calibrator material ran as patient. The customer successfully ran calibration and controls with results near mean values. The field service representative confirmed the instrument was performing within specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.